Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a cement used for spinal therapy. It was reported that the use of bone cement led to a delay in overall procedure time. The initial cement hardened too quickly, making application difficult, necessitating the opening of a second cement. And the second cement was used in the patient and was doughy and homogenous prior to delivery. The procedure was completed successfully with a new product. No patient symptoms or complications were reported as a result of this event. The type of procedure involved during the event was balloon kyphoplasty and there was a delay in the overall procedure time up to 20 minutes.

Manufacturer narrative:
G2: country of origin is germany. G4 PMA/510k(#): this device product ID: cx01b-c is not marketed in united states, however similar device with product ID: cx01b, UDI: (B)(4), 510k(#): k102397 is marketed in united states. H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. D4: lot number is unknown e1: first name and last name of initial reporter is unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative that the products were discarded.